Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/69 years old. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: riding the highs and lows of the conduction system pacing wave¿our experience. Journal of cardiovascular development and disease. 2025. 12, 164. Doi: 10.3390/jcdd12050164. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding left bundle branch pacing (lbbp). The authors described patient deaths; however, the causes of death were unknown. There is no allegation of lead-death relatedness indicated in the article; however, the cause of death and lead-relatedness has been requested but not yet received. There were patients who experienced hospitalizations related to heart failure and one case of tamponade. There was one lead which exhibited fracture with one lead extraction. The status of the leads is unknown. Noadditional adverse patient effects or product performance issues were reported.